Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the investigation is confirmed for the reported failure mode, deflation issue. During the evaluation there was a severe pinch noted on the outer close to the proximal bond. This is the likely cause of the deflation issue. There was also three areas of stretching noted on the inner and outer. It is unlikely that the pinch and stretching damage is manufacturing related as a 100% visual inspection for catheter defects is performed during production. The definitive root cause for the reported deflation issue could not be determined based upon available information. It is unknown whether handling or procedural techniques may also have contributed to the reported event. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. Labeling review: IFU for sleek otw pta dilatation catheter product family was reviewed the following sections are applicable: precautions: ¿ dilation procedures should be conducted under fluoroscopic guidance with appropriate x-ray equipment. Deflation and withdrawal ¿ deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. ¿ gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal then the balloon and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (Expiry date 05/2021).

Event description:
It was reported that after placement of the pta balloon catheter, the balloon was inflated in a tibial artery with 70% stennosis but allegedly not visualized under fluroroscopy. Therefore, the healthcare professional (hcp) decided to release the pressure and remove the device. However, it was further reported that upon removal it was identified that the pta balloon catheter failed to deflate completely. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 05/2021).

Event description:
It was reported that after placement of the pta balloon catheter, the balloon was inflated in a tibial artery with 70% stenosis but allegedly not visualized under fluoroscopy. Therefore, the healthcare professional (hcp) decided to release the pressure and remove the device. However, it was further reported that upon removal it was identified that the pta balloon catheter failed to deflate completely. There was no reported patient injury.